Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a health care professional via a company representative (rep) regarding a patient who was receiving lioresal (concentration 500 ug/ml, dose 212 ug/day) via an implantable pump for intractable spasticity the event date was (B)(6) 2016. On this report date, the pump and catheter were explanted due to an infection (pump and catheter site were infected) and the hospital was in possession of the explanted pump and catheter so the rep was unable to determine whether it would be returned. It was noted that the pump and catheter would be replaced in the future. It was unknown as to what factors may have led or contributed to the issue. There were no diagnostics/troubleshooting performed. At the time of this report, the issue was resolved, patient status was ¿alive ¿ no injury¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.